Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for missing label was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to confirm customer's indicated failure mode. Based on the investigation, the root cause / potential root cause for the missing label was determined to be that, upon identification of the tube by the missing label sensors, an operator inadvertently failed to discard the tube.

Event description:
It was reported that there were bd vacutainer® plus plastic sst tubes without labels. No injury or medical intervention.